Event description:
It was reported, ¿on 12/8/2023, the patient went to the PICC outpatient clinic to have a peripherally inserted central venous catheter (7617405), and at around 8.45 a.m. On (B)(6) 2024, the hepatobiliary and pancreatic surgery department was ready to do routine maintenance on the patient's central venous catheter, and removed the tape used for fixation on the single-lumen connector replacement (7812400). When tearing off the adhesive tape on the single-lumen connector replacement (7812400), the nurse found that the connector was broken at the point where it connected to the extension tube. She took a chest x-ray to confirm the position of the catheter, pulled it out by 1 cm, trimmed the catheter, and replaced the whole connector. Observe the patient's condition, the patient's status is basically normal.¿

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken catheter is confirmed; however, the exact cause is unknown. One photograph of a 4 fr single lumen two-piece groshong nxt connector was returned for evaluation. An initial visual observation of the photograph showed a break in the extension leg tubing of the proximal connector piece. The break sites were observed to be even but slightly angled; however, further details of the break sites could be discerned. Use residue was observed on the sample in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings in section h:11.

Event description:
It was reported, ¿on (B)(6) 2023, the patient went to the PICC outpatient clinic to have a peripherally inserted central venous catheter (7617405), and at around 8.45 a.m. On (B)(6) 2024, the hepatobiliary and pancreatic surgery department was ready to do routine maintenance on the patient's central venous catheter, and removed the tape used for fixation on the single-lumen connector replacement (7812400). When tearing off the adhesive tape on the single-lumen connector replacement (7812400), the nurse found that the connector was broken at the point where it connected to the extension tube. She took a chest x-ray to confirm the position of the catheter, pulled it out by 1 cm, trimmed the catheter, and replaced the whole connector. Observe the patient's condition, the patient's status is basically normal.¿